Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level on the continuous glucose monitor (specific bg value was not provided) and high levels of ketones. A correction bolus was delivered to address bg. Reportedly, the pump indicated a data log corruption. The customer continued using pump for insulin therapy.